Manufacturer narrative:
A complete lead was returned in one piece with the helix found partially extended and clogged with dried blood tissue. After cleaning, the helix could retract and extend. The measured full helix extension length was within specification. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region consistent with friction to device can and middle region consistent with friction to the device can and another device or feature of the patient anatomy. The reported events of lead loss of capture due to dislodgement and twiddler¿s syndrome could not be confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, loss of capture due to dislodgement from twiddler's syndrome was noted on the right atrial (ra) lead. Diagnostic imaging confirmed ra lead dislodgement. The ra lead was successfully replaced, and the patient was stable with no consequences.